Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted on (B)(6) 2026 due to reduced physical condition over the last days. The patient's shortness of breath was coming on quicker, and the patient's mobility was therefore limited. The patient also had chest pain. Strong fluctuating flows were recognized. Log files showed a high variation in pulsatility index (pi) and flow over the stored data time frame. Since (B)(6) 2026, a slight dip in flow was noticed and diagnostics were performed. Hemodynamics were stable, volume was good. A computed tomography (CT) scan showed a kind of obstruction between the bend relief and the outflow graft directly next to the outflow of the pump. According to the CT results the obstruction of the graft was along 2 centimeters (cm) and narrowed the graft up to 40%, therefore an extrinsic outflow graft obstruction (eogo) was suspected. Decision of further plan of care was pending. It was reported on (B)(6) 2026 that a CT scan would be performed to evaluate.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images and videos. A specific cause for the reported eogo could not be conclusively determined through this evaluation. Review of the submitted log files could not confirm low flow hazard alarms, and a specific cause for the reported alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath and chest pain could not be conclusively established through this evaluation. The patient was reportedly okay. The account submitted five CT scan images and two CT scan videos for review. The images and videos confirmed a reduction in the lumen of the graft that appeared to be consistent with eogo. The system controller event log file contained events from 22feb2026 through 01mar2026. No notable events or alarms were captured, and the pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.